Event description:
It was initially reported that the patient had passed away. The cause of death was unknown and the relationship to vns was unknown.good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the cause of death is unknown and the autopsy was inconclusive as to the cause of death. Risk factor for sudep would include, sex, polypharmacy, and a history of epilepsy for more than 30 years. The death was not witnessed and the patient was found in the hot tube; not submerged. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep.